Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump did not alarm for being suspended when the patient attempted to bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no alarm for pump suspension issue was not duplicated. Review of black box data found the available date range did not cover the complaint date due to continued customer use. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and the remaining units were shown correctly at each step. The pump was manually suspended and the display showed the appropriated ¿suspended¿ warning. Attempts to program or deliver a bolus resulted in the pump emitting alarms and displaying the message ¿no delivery, pump is suspended¿. Pump casing was opened and no evidence of moisture intrusion or loose components was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.